Event description:
A ventilator was returned to a third party service ctr for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service ctr, "service required" codes were found in the ventilator's downloaded error log. The device's speakers were replaced to address the issues.